Event description:
After a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. In 2005 the pt had a taxus stent implanted. The pt has since been suffering from a nausea and dry heaves and has been inquiring for an "antidote for paclitaxel". Further attempts to contact the pt for further info were unsuccessful.